Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the additional information received,the user facility reported the following to medtronic retrospectively on (B)(6) 2017 for an incident that reportedly took place on (B)(6) 2017. The user facility was not able to associate any specific product to the incident. While the device was being used for stomach resection. There was an additional operation, gastroscopie + stent to correct the issue. The patient was hospitalized an additional 15 days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, following a gastric sleeve revision. Medical or surgical intervention was necessary which included drainage. There was temporary injury due to fistula formation. There will be an additional operation to correct the issue. Patient status is reported alive, no injury.